Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information; however, the sds was not returned for analysis. It was reported that the stent implant dislodged from the balloon during prep. No damage was noted to the sds during the inspection prior to use. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacturer, positive pressure during prep, negative pressure during sheath removal of forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. However, without the sds to examine, no determination can be made as to the root cause of the reported dislodged stent.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the rx vision stent delivery system (sds), the stent implant came off the balloon during preparation of the device. Reportedly, there was no patient involvement. No additional event or patient info is available.